Event description:
It was reported to philips that the device experienced failed operation test. There was no report of patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The external paddles and kit 50 ohm load parts were defective. The customer did not accept the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.